Event description:
It was reported that during the use of the device, there was a difficulty with the jaw mechanism, making it difficult or impossible to open. The surgeon identified the issue with the jaw's operation after multiple attempts outside of the patient cavity and decided not to proceed with using the device. The device was plugged into a generator at the time of the event. Another device with different brand was used to proceed with the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hysterectomy procedure, there was a difficulty with the jaw mechanism of the device, making it difficult or impossible to open. The surgeon identified the issue with the jaw's operation after multiple attempts outside of the patient cavity and decided not to proceed with using the device. The device was plugged into a generator at the time of the event. Another device with different brand was used to proceed with the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.